Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired test strips - unable to test. Most likely underlying root cause: mlc-12 - product expired. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Note: manufacturer contacted customer on 8/6/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is unknown. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is unknown. (Expired). The meter memory was reviewed for previous test result history: (B)(6). Customer is feeling fine and is not having any symptom pertaining to her diabetes. Customer states that she has not use the meter in a few months. Customer is not sure what her normal glucose range should be. Customer states that she is a borderline. Strips are expired and have been open up for a long time.